Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during sample evaluation. One actual defective sample was returned at the plant for evaluation. The returned unit was visually checked and the sample's analysis revealed that the luer lock was missing; no solvent residue on the tube. No further testing was performed. The root cause of the reported condition is due to an assembly step skipped by the operator during the manual assembly. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that a continu-flo administration set was missing the roller clamp. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.